Manufacturer narrative:
This complaint was submitted in error, it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #1218950-2019-05174 was submitted.

Event description:
The bench technician found no audible sound coming from the speaker. No patient involvement.